Event description:
It was reported that the stent length was longer than what was labeled. The target lesion was located in the mildly calcified abdominal aorta with a diameter of 20mm. The physician selected a 20x80/10fr wallstent endoprosthesis device to treat the lesion; however, once the device was advanced to the lesion it was noted that the length of the stent was much longer than expected. It was confirmed with digital subtraction angiography that the actual length of the device was 130mm, which was longer than the specified 80mm. The physician removed the system from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the outer sheath was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. All stents are cut using the markerband placement as a guide so during the product analysis the stent was deployed by retracting the t-bar connector. The markerband placement was then verified to be within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue. This is defined as a complaint in which product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the stent length was longer than what was labeled. The target lesion was located in the mildly calcified abdominal aorta with a diameter of 20mm. The physician selected a 20x80/10fr wallstent® endoprosthesis device to treat the lesion; however, once the device was advanced to the lesion it was noted that the length of the stent was much longer than expected. It was confirmed with digital subtraction angiography that the actual length of the device was 130mm, which was longer than the specified 80mm. The physician removed the system from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable.